Manufacturer narrative:
On (B)(6) 2024 provider installed all the new parts and unit is working properly.

Event description:
Consumer alleges he was driving down ramp & joystick has allegedly been out of center and it pulled to left & wheel went off the ramp and the chair allegedly fell over but only on his ankle.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he was driving down ramp & joystick has allegedly been out of center and it pulled to left & wheel went off the ramp and the chair allegedly fell over but only on his ankle.